Event description:
The customer reported that they were having abstract images coming up on the screen. No patient injury was reported.

Manufacturer narrative:
The ge service rep replaced interconnect cable. Tested operation. Operates as intended.